Manufacturer narrative:
Conclusion: the investigation results confirmed that the device has failed due to an external impact. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user fell to the ground and was unconscious. The hearing performance with the device has been affected. The user has been reimplanted.

Event description:
The user fell to the ground and was unconscious. The hearing performance with the device has been affected. The user has been reimplanted.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.